Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute.

Event description:
It was reported that during a da vinci-assisted surgical procedure, on the monopolar curved scissors (mcs), a wire broke inside the patient. The procedure was completed with no reported injury.